Manufacturer narrative:
Results: the distal tip of the embolization coil was out of the introducer sheath distal tip. The pet lock was intact on the proximal end of the pusher assembly. Kinks were present on the pusher assembly approximately 5.0 cm and from 54.5 ¿ 76.0 cm from the proximal end. The embolization coil was intact with the pusher assembly. Offset coil winds were present on the distal end of the embolization coil. Conclusions: evaluation of the returned ruby coil revealed pusher assembly kinks and offset coil winds on the distal end of the embolization coil. If the introducer sheath is not aligned properly within the hub of a parent device, resistance may be experienced and damages such as these may occur. The reported pusher assembly fracture could not be confirmed. During functional testing, after properly re-sheathing the ruby coil, the ruby coil was advanced through its introducer sheath and a demonstration lantern without an issue. Further evaluation revealed an additional pusher assembly kink. This kink was likely incidental to the reported complaint. The non-penumbra microcatheter identified in the complaint was not returned for evaluation. Penumbra coil are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery (sa) using ruby coils. During the procedure, it was reported while attempting to remove the ruby coil from the packaging hoop, the physician pulled the pusher assembly and only the ruby coil was removed while the introducer sheath remained in the packaging hoop. However, the physician managed to remove the introducer sheath from the packaging hoop and set the ruby coil. While advancing the ruby coil through a non-penumbra microcatheter, the physician experienced strong resistance and the ruby coil pusher assembly became broken; therefore, it was removed. The procedure was completed using three new ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.